Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the plunger did not push the lens through the haptic, it had pushed through the optic area. The lens found to be defective. It was also report that the lens was implanted without any problem, however the second haptic was out of the incision and the physician had to reposition it. Additional information received by surgeon that, the plunger came out crooked, and did not push the haptic, but pushed the optic, causing the second haptic to come out strange and almost out of the eye. The lens was implanted with a little manipulation by the doctor. That the injector did not drag the lens well.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).